Event description:
It was reported that during preparation for mammotome biopsy, customer tested the probe in sample mode, trying to open and close the aperture by moving cutter. While it showed the rotating cutter fully moved to close the aperture on the screen, the cutter did not move forward and only the motor seemed to be operating without actually moving cutter. There was no adverse pt consequence.

Manufacturer narrative:
(B)(4).evaluation summary: the unit was returned to the analysis site due to the customer tested the probe in sample mode, trying to open and close the aperture by moving the cutter. While it showed the rotating cutter fully moved to close the aperture on the screen, the cutter did not move forward and only the motor seemed to operating without actually moving cutter. The analysis site confirmed the customers complaint and during testing it was determined that the probe would not move forward due to worn drive shafts confirming the customer complaint, and the site replaced the two worn drive shafts to correct the complaint, the rotation and the translation motors were replaced due to heavy contamination, a 21 link ladder chain and bushing were replaced because they were corroded due to heavy contamination. Per the mammotome service manual, service tests were performed with no functional faults found, and the unit passed all tests. The device history record has been reviewed and has passed qa inspection.